Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information has been requested. Initial reporter phone number: (B)(6).

Event description:
The customer reported that a patient death occurred on (B)(6)2017 and there was a request for retrospective review of the data surrounding this event. The product had been installed approximately one month earlier. It is not known if the device may have been a factor in the death of the patient as the device was in use at the time of the incident.

Manufacturer narrative:
The customer called the medical technical response center for remote assistance. Details regarding the event were requested. Field service engineer (fse) (B)(4) was paged for further assistance. The fse contacted the customer determining that the patient had expired at approximately 23:00 on the (B)(6). The family were asking for information. The customer wanted assistance in retrieving trends between 21:00 and 23:00. The fse assisted the customer in retrieving waveforms, alarms, tabular data and graphical data noting that the customer had not alleged that the device was a factor in the death and the fact that the customer was new to the use of the device and was not familiar with the process to collected the data for documentation purposes. They received assistance to retrieve the data and the fse noted the system was fully operational. Details regarding the patient were requested but not provided. The customer was assisted by a philips fse in gathered the requested data for historical review and documentation purposes. The device remains in use. The issue is not consistent with a malfunction and the information provided does not support that the device was a factor in the death of the patient. The customer was new to the use of the system and was not familiar with the methods to retrospectively gather historical data. The customer was assisted in gathering the requested data. The device remained operational and in use. No further action or investigation is warranted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.